Event description:
It was reported that the external pulse generator (epg) cannot adjust rate or output. Technical support (ts) had the biomedical engineer turn off and then back on and the epg still could not adjust rate. Then had the battery replaced with a new battery and the issue was resolved. Ts determined that the epg was at low battery and needed a new battery; therefore, the epg was working as designed. The epg remains in use. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.